Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited a sticky grip and universal cord. In addition, part of the resin on the insertion tube had fallen off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely degradation led to component failure for the issue of the insertion tube. The probable cause of the sticky grip and universal cord could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.